Event description:
On (B)(6) 2103, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, medhelp.com, to wearers of acuvue oasys contact lenses. On (B)(6) 2009 the complainant posted: "I am a long time soft-contact lens wearer (15 years). I have been wearing acuvue oasys for 6 months. 3 months ago I started a new package of oasys contacts, immediately had discomfort and redness. I went to the doctor one week later, and I had developed a corneal ulcer. He asked me if I had had discomfort before, and I had in the last 6 months noticed that my eyes hurt after taking the contacts out. I cleared up the ulcer, tried the oasys again. I immediately got red". We have sent 3 messages to the patient through the site but have not yet received a response. No further contact attempts will be made. As a corneal ulcer may or may not be serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Labeled for single use or reuse.